Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it could not communicate with the internet or server. A field service engineer connected to the ach02 network as prescribed by aurora information technology, but the device could not connect to the server. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the device was not communicating and showed as offline in the remote support service in the operating room. The customer stated that the user was unable to issue medications to the patient during the malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported related to this event.